Manufacturer narrative:
Concomitant medical products: 429888, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a possible infection in the device pocket. Cultures were taken and a replacement implantable pulse generator (ipg) system was implanted. No further patient complications have been reported as a result of this event.